Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with sensor glucose readings as low as 40 mg/dl and fingerstick readings as low as 31 mg/dl, following use of more than/less than meal announcements during the learning phase and a meal announcement shortly after returning from a prolonged hyperglycemic period, which was identified as contributing to the low glucose event. Symptoms included confusion associated with low blood glucose. Outcomes included the need for oral carbohydrate intervention and device low and urgent low alerts, without medical intervention, assistance from others, loss of consciousness, or hospitalization. Investigation included review of device data and user interaction history, as well as troubleshooting and education. Investigation of this case revealed that incorrect meal announcement practices during the learning phase and inadequate spacing between meal announcements contributed to the hypoglycemic event, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user training and use error were the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.